Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer must press the wake button multiple times before the screen would turn on. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer reported a blood glucose level of 201 (mg/dl). Reportedly, customer will continue to use the pump for insulin therapy, and stated that insulin injections are available for alternate insulin therapy if needed.